Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced sound quality issues. The recipient's external equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery has been scheduled.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode was severed prior to receipt as well as damage to the epoxy header. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed that the device was flooded with dye penetrant as well as damaged bond wires on the analog chip. This was induced during the failure analysis process. The reported complaint of sound quality could not be verified during this analysis, which was limited in some respects due to the electrode lead being cut prior to receipt. The device passed the electrical tests performed. However, the device had moisture content that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data it is believed that this device was not hermetic. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed prior to receipt as well as damage to the epoxy header. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. This is an interim report.